Manufacturer narrative:
MDR supplement- correction: awareness date entered as 07/24/2017. (Should be) awareness date 10/09/2017.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for luer separation with the incident lot was not observed. Testing and evaluation of the customer samples was performed and all samples met the required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for luer separation with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that the back end needle/luer adapter popped off, despite having tightening the 21gx.75" bd vacutainer® winged safety pbbcs, 12" tubing, luer adapter. Found during use. No serious injury or medical intervention noted.